Manufacturer narrative:
Return of product has been requested. Reporter returned the product on 16-aug-2017. Product investigation is in progress.

Event description:
Oral-b round head broken away from the main body of the toothbrush while brushing [device breakage]; no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on (B)(6) 2017 that the round head of an oral-b brushhead, version unknown had broken away from the main body of the toothbrush, and he nearly swallowed it while brushing his teeth. He reported this happened with two brush heads within two months. No symptoms were reported. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported he only had the brush head that broke, and stated he attached a photo of the pieces. He reported the oral-b logo is grey, and he was not certain of the product version. The picture revealed the product was oral-b power oral care refill precision clean. No further information was provided. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported he tried to rub off the logo, but it was not removed. No further information was provided.

Manufacturer narrative:
28-aug-2017 product investigation results: reporter returned toothbrush head on 16-aug-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Oral-b round head broken away from the main body of the toothbrush while brushing [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on (B)(6) 2017 that the round head of an oral-b brushhead, version unknown had broken away from the main body of the toothbrush, and he nearly swallowed it while brushing his teeth. He reported this happened with two brush heads within two months. No symptoms were reported. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. (B)(6) 2017 consumer follow-up via e-mail: the consumer reported he only had the brush head that broke, and stated he attached a photo of the pieces. He reported the oral-b logo is grey, and he was not certain of the product version. The picture revealed the product was oral-b power oral care refill precision clean. No further information was provided. (B)(6) 2017 consumer follow-up via e-mail: the consumer reported he tried to rub off the logo, but it was not removed. No further information was provided.